Event description:
It was reported that the pt had a lead revision in (B)(6) 2011 due to poor lead placement. During the surgery, the implantable neurostimulator (ins) battery voltage was 3.4v. On (B)(6) 2011, the pt went to the clinic to have the ins turned on and the battery voltage was 3.69v. Due to the discrepancy, the health care provider replaced the ins and lead. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).